Event description:
It was reported that the insulin pump alarmed button error. Customer experienced high blood glucose. Customer was seen at hospital. Customer experienced weakness, vomiting and almost fainted. Hospital treated with IV fluids. Nothing further reported.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker, cracked reservoir tube, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.